Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported cardiac tamponade. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure, a cardiac tamponade was noted requiring a pericardiocentesis. Four hours after the procedure, the patient became hypotensive. An ultrasound confirmed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. The patient remained under observation for 2 days and has since been discharged. It is unknown when or where the cardiac perforation occurred. There were no alleged performance issues with any abbott devices.